Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented in clinic for routine follow-up insulation abrasion was noted on the right ventricular lead. The lead exhibited no electrical anomalies and remains implanted. The patient was in good condition following the event.